Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: one flexible silicone drill driver item# 110010733 lot# 175225 was returned and evaluated. Upon visual inspection there are bumps visible under the sheath. The head of the device has fractured from the shaft. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The event is confirmed via returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that shaft of the flexible silicone drill driver broke during a case. There was no known impact or consequences to the patient. It was reported that no further information is available.